Event description:
It was reported that the patient suffered a dislocation in (B)(6) 2018 after a revision surgery of right total hip replacement on 2011. There is not any notification that a medical intervention or treatment was performed to correct the problem.

Manufacturer narrative:
The associated complaint devices were not returned. No product evaluation may be carried out. Without the device and no available device information, our investigation cannot proceed. If the device was returned or if new information is received in the future, this complaint can be re-opened. Based on this investigation, the need for corrective action is not indicated. No further actions are being taken at this time. We consider this investigation closed.